Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had indicated their battery had not been working and no longer worked. They did not know when the ins stopped working, but stated that it had been years (specific date, month, year was unknown). It was indicated that the caller was an MRI tech who had limited information. No symptoms were reported. No further complications were reported/anticipated.